Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, the physician was not able to remove the stylet from the lead. Consequently, the lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected health professional flag on hospital and patient outcome. Evaluation summary: (B)(4): no anomalies found; full lead was returned for analysis. There was blood in/on helix mechanism and distal conductor.